Event description:
It was reported that during a recanalization procedure in the superficial femoral artery, when beginning aspiration, the surgeon allegedly found that there were effusions, but no drainage, heard shrill sounds. It was further reported that the catheter was removed for flushing, and no drainage was noted all along. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation and a physical investigation was not possible. The user report contains information regarding mechanical jam, the reported failure mode is "mechanical jam". The provided image contains information regarding helix break. After review of the provided images mechanical jam cannot be confirmed. Therefore, the investigation is confirmed for the identified break issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.